Manufacturer narrative:
Device evaluation: the manufacturer¿s international service technician confirmed the reported issue. Review of the device diagnostic history log found occurrence of oxygen device failed error code. It was determined that it was possible that the oxygen inlet filter was clogged. Resolution and disposition: the oxygen inlet filter was replaced and run-in and oxygen testing were performed, then confirmed that there was no further issue.

Event description:
The international customer reported that when a nurse attempted to use the v60 unit, an alarm indicated oxygen could not be supplied. The unit was connected to the oxygen line in the hospital room. : unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.